Manufacturer narrative:
Remains implanted.

Event description:
An ovation abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Following successful deployment of the aortic body stent graft, the contralateral leg of the graft was reported to be compressed and/or incompletely open in the presence of infrarenal angulation and narrowing at the level of the native aortic bifurcation, resulting in subsequent cannulation difficulties. Brachial access was used to successfully cannulate the contralateral leg and complete the implant procedure with exclusion of the aneurysm. As of the date of this report, there have been no additional patient sequelae reported.